Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Study. A facility reported a patient presented for his scheduled brineura infusion. After multiple failed attempts to access the rickham reservoir (unknown ID), a CT was performed which demonstrated the catheter was in good position but with some hyperdense material around the base suggestive of hemorrhage. The neurosurgeon accessed the reservoir but was unable to flush it, so the procedure was abandoned and the operating theatre was reserved to revise the reservoir. The reporter assessed the event of medical device site haemorrhage as not related to treatment with brineura. The reporter assessed the event of medical device site haemorrhage as related to the icv reservoir kit. According to the reporter, the likely aetiology was multiple previous accesses and the cumulative effect of small amounts of blood trickling into the system. After multiple failed attempts to access the rickham reservoir, a CT scan showed some hyperdense material around the base suggestive of haemorrhage. The event is mostly a compilation of icv device use. The causality of event is assessed as not related to brineura.¿

Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10 the rickham reservoir was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.